Event description:
Boston scientific received information that the right atrial (ra) lead exhibited loss of capture. An x-ray confirmed that the lead had disldoged. Subsequently a revision procedure was performed where the ra lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The product was returned, however analysis testing was not completed as the issue was already known.

Event description:
--

Manufacturer narrative:
At this time, the product has not been returned. If additional information should become available to our company, this event would be updated.